Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement could not be confirmed; however, the stent was noted to be loose. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during preparation of a vision rx stent delivery system (sds), outside the patients anatomy, as the protective sheath was being removed, the stent dislodged from the sds. The sds was set aside and another unspecified sds was used for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.